Manufacturer narrative:
(B)(4). Reference voluntary report mw5066246.

Event description:
The customer reported that the tracheostomy tube flange is breaking. The left eyelet sides where the trach tube ties are inserted into hold the trach in place has a slit through it and the right side was starting to crack as well. The issue began to occur after 6 days of wearing the trach tube. It was verified that none of the tubes were expired. Re-cannulation was required.